Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained (reportable malfunction) due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material being in the nozzle, additional findings were as follows: bending section cover glue was separated and won out plus winding thread visible; distal end light guide cover lens (small) was chipped; distal end cover cap had wear and tear; connecting tube had wrinkles; control unit scope cover was broken; key top 1 unit was worn; control coupled device cover lens was cracked; biopsy channel had wear and tear; angulations were out of specification; and insulation at distal end value resistance was out of specification due to the camera cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information based on device evaluation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: (B)(6).

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope air water flow issues. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.